Event description:
A patient reported that they went to the ER because of the meter displaying not ok message at the end of the blood test. Patient was unable to get a result on the meter. The result on the ER meter was 193 mg/dl. There was no comparison. Patient was referred to their doctor at the ER. Unknown if patient was given treatment at the ER. No further information has been reported.